Event description:
Boston scientific crm received information that this atrial lead caused a lead safety switch to occur due to impedances greater than 4000 ohms. (The pacemaker associated with this lead is a competitor device) atrial thresholds were within normal measurements. The lead remains implanted and will be monitored closely. No adverse patient effects reported.

Manufacturer narrative:
The atrial lead remains implanted. Should additional information become available an amended report will be submitted.